Manufacturer narrative:
This report is submitted on jun 21, 2019, on behalf of (B)(4). Exemption number e2016011. Registration number 3009092818.

Event description:
Per the clinic, the patient was experiencing pain and underwent a revision surgery on (B)(6) 2019 in order to convert the patient to a percutaneous baha implant system under a general anaesthetic. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture.

Manufacturer narrative:
This explant was reported in error and has previously been reported to FDA as per report 6000034-2019-01167. This report is submitted on march 2, 2020.